Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels of weakness, dizziness, and slow reaction. The patient's mother administered insulin through the infusion device to decrease blood glucose levels, however the patient's bg level continued to rise. The mother called the paramedic's. The paramedic's received a blood glucose result of 38 mmol/l on their meter. The patient was transported to the hospital. The blood glucose result(s) and treatment provided by the hospital was not provided. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device cannot be returned for legal and customs issues.